Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, it was difficult to retract the helix. The helix was then taken to the sterile field and checked, and it was noticed that a tissue-like substance was tangled in the helix and had it removed. The lead was placed again; however, the helix did not come out. This lead was never in service. No adverse patient effects were reported.